Event description:
Customer's mother reported the hospitalization. The blood glucose reading is 88 mg/dl. The blood glucose reading at the time of the event was over 400 mg/dl. Customer was vomiting and stomach pain. Diagnosed diabetic ketoacidosis. Hospital treated with fluids and insulin in ICU. Released after three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.